Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern of "inappropriate pacing". It was noted that the implantable pulse generator (ipg) was pacing below the lower rate limit and was causing pauses. It was also noted that the measured p-waves on the right atrial (ra) lead were below the normal range. Reprogramming was performed and both the ipg and the lead remain in use. No further patient complications have been reported as a result of this event.